Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the cutting probe speed reduced but still probe unable to cut nor aspirate during vitrectomy surgery. The surgery was completed on the same day after replacing the product with another one. There was no impact to the patient.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. No technical inquiries were received from the customer. Two opened probes 1 with, 1 without tip protector in trays were received. Sample 1 was visually inspected and found to be nonconforming with white foreign material on the port face, the body needle, inside the port, and on the welded cap and body needle slightly bent at stiffener. The sample was then functionally tested for actuation, aspiration, and cut. The sample was found to be nonconforming for actuation, conforming for aspiration, and nonconforming for cut. The probe was disassembled and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observed at area that was bent, bend area, cutting edge and several other locations along the inner cutter. Inner cutter was observed to be bent. Sample 2 was visually inspected and found to be conforming. The sample was then functionally tested for actuation, aspiration, and cut. The sample was found to be conforming for actuation, conforming for aspiration, and nonconforming for cut. The probe was disassembled and the components inspected. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the complaint evaluation for sample 1 does not confirm the probe had an aspiration failure, the evaluation indicates the probe had an actuation and cut failure. The aspiration function of the probe was conforming; however, the observed actuation failure could have caused the cutter to stay in the port of the needle long enough to obstruct aspiration flow at the time the reported event was observed. The root cause for the no actuation is the bent needle and bent inner cutter. The probe was disassembled, and the components inspected. The wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos is consistent with excessive use classification. Excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. Per the dfu, the vitrectomy probe is verified for 20 minutes of use at maximum cut speed. Sample 2 complaint evaluation does not confirm the probe had an aspiration or actuation failure, the complaint evaluation confirms the probe had a cut failure. The exact cause of the cut failure cannot be determined from the evaluation performed. No further investigative or manufacturing actions are warranted at this time as the reported aspiration failure was not confirmed, and actuation and cut failure, bent needle and bent inner cutter for sample 1 were due to excessive use of the probe by the user. Per the direction for use (dfu), the vitrectomy probe is verified for 20 minutes of use at maximum cut speed. Sample 2 further investigative or manufacturing actions are not warranted at this time as the reported aspiration failure was not confirmed and the exact root cause of the cut failure could not be determined. A nonconformance investigation has been completed to investigate the trend identified for probes with would not cut or actuate issues. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).